Event description:
It was reported that the (1) tlc75 device was used during bowel resection (specifics unknown). It was reported by the rep that the surgeon informed the unit manager that the instrument locked up and would not work; just "fell apart". Another instrument was pulled and used without incident. There was no consequence to the pt.